Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 528.8 mcg/day; type and lot# unknown) and dilaudid (hydromorphone) (2.7 mg/ml; 0.7139 mg/day) for non-malignant pain and other non-malignant pain. The patient believed that her pump was " onthe fritz." The last pump refill occurred on (B)(6) 2015. Beginning on (B)(6) 2015, he patient experienced a gradual return in symptoms, specifically an increase in right leg pain, an increase in headache pain, and feeling like electrical shocks were going down both arms. Per the patient, in regards to the headache pain, it felt like her brain was one step behind her. This was compared to when the patient walked and took a step and then her brain catches up with her. The patient took sumatriptan for headaches, which was the medication that her physician told her to take. In relation to feeling electrical shocks going down both arms, the feeling was compared to putting your tongue on a 9 volt battery. The patient had experienced this feeling before, but "they" did not know the source of the feeling. Per the patient, this led to something being wrong with the pump. The patient had spoken with her neurologist about the leg pain and the headache pain who referred her to talk with the "pain" doctor. The patient was to call the neurologist back if the patient developed any new symptoms. The patient called the managing physician, but no one had returned the patient's call. The patient was "very scared." It was also noted that the patient was getting locked out of the ptm (personal therapy manager) that did not make sense. On (B)(6) 2015, the patient was able to get a bolus, but when the patient tried to receive another bolus at night (approximately 20:30), the ptm indicated a 6 hour lock out. A bolus on the morning of (B)(6) 2015 was successful, but attempt in the afternoon later that day (~5 hours after initial bolus) was unsuccessful. The patient received a 10 hour lockout message. It was indicated that there was no error message or code, it only was a lockout. The patient's normal lockout timeline was every 4 hours. Information regarding the cause, interventions/actions/diagnostics, or outcome of the event was not provided. Additional information has been requested, but it was not available at the time of this report.